Manufacturer narrative:
No code available for hungry and vocal shimmer.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4), alleging that her mother¿s onetouch select simple meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began about two weeks prior to her contacting lfs, alleging the patient had been obtaining inaccurate high blood glucose reading of ¿15-16 mg/dl¿ with the subject meter, her normal range is ¿6-8 mmol/l¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter informed the csr that her mother managed her diabetes with insulin (self-adjuster), and over the past two weeks, since the alleged meter issue began, she had been getting higher, than normal, doses of insulin (novomix). The maximum dose she had been given was 36 units. The reporter stated that after administering the insulin, the patient had developed symptoms of ¿shivering, hunger and vocal shimmer¿, which they associated with hypoglycemia. In response to the symptoms the patient ate some sugar and felt better. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted that when testing with control solution, the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.